Event description:
The bard agento ic silver coated endotracheal tube purple connector repeatedly dislodges, must be replaced with a standard et tube connector in order for pt to be continually ventilated whole on ventilatory support.